Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that attempting to insert the access sheath, the tip became slightly bent and could not be inserted properly. Also stated it was crashed. Per follow-up information received via ibc on (B)(6) 2023, stated that the japanese description says that the tip was bent, as if it had been crushed (pushed).

Event description:
It was reported that attempting to insert the access sheath, the tip became slightly bent and could not be inserted properly. Also stated it was crashed. Per follow-up information received via ibc on 06mar2023, stated that the japanese description says that the tip was bent, as if it had been crushed (pushed).

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. Photo samples were submitted and the used access sheath was returned in the opened original packaging. Visual evaluation of the photo samples noted the access sheath present with and without the dilator. No deformities could be seen from the photo. Visual evaluation of the physical sample noted foreign matter, possibly from use, present on the inside and outer sheath. No breakage, bends or visible defects were noted. The device was attempted to be used for treatment purposes. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.